Event description:
A clinical study is being conducted in (B)(6) for congestive heart failure and the use of the vns therapy products are the same products used in commercial distribution. It was reported by the study's biomedical engineer that the programming handheld computer used for the study was producing heat. The reporter indicated that the computer was charging prior to the battery side getting hot. The computer was also having screen response issues which resolved with a hard reset. It was later indicated that the computer was no longer having any issues after performing a hard shutdown and restarting the computer. It is unclear why the battery temperature increased, as all correspondence with the engineer following the report on (B)(6) 2012 did not reveal that there were any issues with the battery warming. Attempts for additional information have been unsuccessful to date. Return of the computer is not expected, as the reporter indicated that the issues resolved on (B)(6) 2012, but it has not been clarified to date if the computer battery has or has not warmed again since (B)(6) 2012.

Event description:
Additional information was received confirming that the battery was heating on (B)(6) 2012. It was stored in the appropriate conditions as manufacturing labeling suggests. The battery has reportedly not heated up since the event on (B)(6) 2012. The user reported that no user mishandling is believed to have contributed to the battery warming. The computer battery was not stored/transported with metal object.

Manufacturer narrative:
Suspect medical device, serial #, corrected data: the initial report inadvertently reported the suspect medical device incorrectly. Additional clarification was received which revealed that the serial number was reportedly incorrectly. Device manufacture date, corrected data: the initial report inadvertently reported the suspect medical device incorrectly. Additional clarification was received which revealed that the manufacturer date was reportedly incorrectly.

Manufacturer narrative:
Common device name: product code nke (congestive heart failure) is an unapproved indication.